Event description:
It was reported that a patient underwent a premature ventricular contraction ablation and the patient experienced cardiac tamponade that required medication and drainage. After approximately ten ablations were performed during a procedure for premature ventricular contractions in the right ventricular outflow tract, the morphology of the premature ventricular contractions changed. Therefore, preparation was initiated to access the left ventricular outflow tract. At that time, the patient complained of chest pain and developed hypotension. Ultrasound examination revealed an effusion, and noradrenaline administration and drainage were performed. After approximately 30 minutes of treatment, the patient¿s blood pressure stabilized, no further blood was drawn via drainage, and no effusion was observed on ultrasound. The patient was then transferred to the intensive care unit. Patient fully recovered and was discharged from the hospital. The physician commented that there were several occasions when the contact force became high around the downslope of the right ventricular outflow tract; however, it remained unclear whether this was related to the issue. No error messages observed on biosense webster equipment during the procedure. Procedural act was 300 seconds. There were 14 ablations (radiofrequency) performed. Atrial septal puncture was not performed. Ablation was performed before pericardial effusion was identified. Steam pop was not observed. Irrigation flow rate setting for 30 w ablation using the qdot micro catheter. Contact force monitoring methods were real time graph, dashboard, vector, and visitag with coloring settings at tag index. Visitag additional filter was fot. There were no abnormalities observed prior to, or during use of the product. Correct catheter settings were selected on the generator. There were no issues with flow rate change at the start of ablation.

Manufacturer narrative:
An analysis of the product could not be performed since a physical sample was not received for evaluation. A manufacturing record evaluation was performed for the finished device number lot 31856385l and no internal actions related to the complaint were found during the review. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).